Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the patient had been complaining that their pumps had been going off early. When the pharmacist is trying to draw out the content from the cassette they are seeing there is no residual amount which the cadd pumps had shown and that means the patients are getting medicine too soon. No patient injury was reported.

Manufacturer narrative:
Other text: corrected data: b1, corrected data: corrected data: b1-product problem.